Event description:
It was reported from the ICU that the secondary infusion of piperacillin-tazobactum 3.375g /55ml was programmed to infuse over 30 minutes, however the infusion was completed within 6 minutes. The nurse also noted that the previously infused potassium chloride 20meq/50ml had also infused faster than what was programmed. The potassium medication was infused on the same secondary line as the piperacillin-tazobactum was administered on. The facility biomed department reviewed the event logs and did not find any programming errors. The lvp pump module was found to have performed within specification during functional testing and passed all pm tests with no faults found. The intravenous (IV) primary drip chamber was full of fluid. The lab was unable to test for presence of the secondary medication in the primary bag. Functional testing of the infusion set did not reveal any anomalies and no backflow from the secondary into the primary was noted. A strong odor was noticed in the primary medication bag and it was noted that the piperacillin-tazobactum is known to have a strong odor. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Investigation conclusion: the report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The incident was reported to have occurred during a secondary infusion; however, the disposable sets were not returned for investigation. Testing performed by the customer found no issues with the pump module. Device inspection: n/a, only the pcu event log, battery log and customer dataset were received for investigation. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: review of the pump module s/n 15104937 service history record showed the device had a manufacture date of 03jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 06jan2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no device returned - log review only.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(4).

Event description:
It was reported from the ICU that the secondary infusion of piperacillin-tazobactum 3.375g /55ml was programmed to infuse over 30 minutes, however the infusion was completed within 6 minutes. The nurse also noted that the previously infused potassium chloride 20meq/50ml had also infused faster than what was programmed. The potassium medication was infused on the same secondary line as the piperacillin-tazobactum was administered on. The facility biomed department reviewed the event logs and did not find any programming errors. The lvp pump module was found to have performed within specification during functional testing and passed all pm tests with no faults found. The intravenous (IV) primary drip chamber was full of fluid. The lab was unable to test for presence of the secondary medication in the primary bag. Functional testing of the infusion set did not reveal any anomalies and no backflow from the secondary into the primary was noted. A strong odor was noticed in the primary medication bag and it was noted that the piperacillin-tazobactum is known to have a strong odor. There were no adverse effects caused to the patient from the event.